Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The n5 hook for hook handle (cev2295a) was returned for evaluation. Failure analysis: evaluation of the hook for hook handle verified the problem reported by the customer. The blue coating of the hook was melted on the tip side. Root cause analysis: it was determined that this failure was likely due to the use of voltage that was too high or a prolonged activation of the device. Corrective action is currently underway for this reported problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the 3pk n5 hook for hook handle (cev2295a) melted during surgery. No patient impact was reported. It is unknown whether a surgical delay occurred.